Event description:
Additionally, healthcare professional reported "any creases". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, brown particles, and opening on radius. Leak test and microscopic analysis was performed which identified: striated opening, crease smooth opening, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a striated opening due to surgical damage consist in the use of some surgical tool, an opening crease smooth on posterior due to fold flaw opening and wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported a left side deflation. Additionally, healthcare professional reported "any creases". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.